Event description:
The ge oec 9800 fluoroscopy system displayed the fast stop activated error code. A reboot restored function.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the error. All cables and pcbs were re-seated per procedure. Possible accidental fast stop activation by user. The system was tested and found to be operating as intended, and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.